Manufacturer narrative:
Add'l PMA/510(k)#: p020023.

Event description:
On 04/13/2009, a spontaneous report was received regarding a (B)(6) male who received an injection of restylane (cross-linked hyaluronic acid dermal filler). Medical history included a broken nose (date of fracture not reported), cold sores, and previous restylane implantation without incident on an unspecified date in (B)(6)2007 to the left side and top of his nose. The patient was not taking any concomitant medications. He received a 1 ml injection of restylane on (B)(6)2009 to the left side and top of his nose. The patient did not receive any pre-procedure medications and no additional procedures were performed at the time of implantation. On (B)(6)2009, after implantation, the patient developed slight bruising to the injection site. The following day the injection site was achy and, on (B)(6)2009, the patient reported that his nose was bright red, oozing pus, and was very sore. He was seen by a physician on (B)(6)2009 and was diagnosed with a probable staph infection. The physician debrided the area and prescribed oral cephalexin 750 mg twice daily and topical neosporin (bacitracin, neomycin, and polymyxin b). A culture of the pus drainage was performed which yielded normal results. By (B)(6)2009, the patient's infection was improved and he continued treatment with cephalexin and neosporin. By (B)(6)2009, the infection had healed and a small area of depression/immature scarring and superficial angiomas on the nasal dorsum were noted. Due to the patient's history of cold sores, the physician suspected that he may have had a "reaction to the herpes virus'. No additional information was provided.